Manufacturer narrative:
Concomitant medical product: 5568-53 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a brief spike in superior vena cava (svc) coil impedances, and chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances and noise. The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.